Manufacturer narrative:
The event was reported to have occurred sometime (B)(6) 2017. The device was manufactured october 13, 2016 ¿ october 14, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) large volume infusors leaked from the fill port after filling. There was no patient involvement. No additional information is available.